Event description:
It was reported that the helium sensor of the cardiosave intra-aortic balloon pump (iabp) was not working. The helium tank icon on the screen indicated that the tank was empty, despite several tanks being replaced. It is unknown under which circumstance this event occurred. However, there was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) unit was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and verified that the display was showing an empty tank issue. The fse reseated pump on the cart and verified a good connection with the cart and now the cardiosave is reading a full tank on the display. The fse also found the pump to display battery only when plugged into ac. He reseated the power management board and verified the batteries were charging and ac was connected. The iabp passed all functional and safety tests per factory specifications and was returned to customer and cleared for clinical use.

Event description:
It was reported that the helium sensor of the cardiosave intra-aortic balloon pump (iabp) was not working. The helium tank icon on the screen indicated that the tank was empty, despite several tanks being replaced. It is unknown under which circumstance this event occurred. However, there was no patient involvement and no adverse event was reported.